Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device become available or further information be received, a follow-up report will then be issued.

Event description:
Alleges the bolt on the back had snapped as well as the bolt that goes horizontally into the back had sheared off into the housing causing consumer to fall out of chair and hit head.

Manufacturer narrative:
Only the tb3 back with turnbuckle assemblies and arms were returned for evaluation. The evaluation concluded customer misuse/failure to wear positioning belt.

Event description:
Alleges the bolt on the back had snapped as well as the bolt that goes horizontally into the back had sheared off into the housing causing consumer to fall out of chair and hit head.